Event description:
Clean needlestick was sustained when after appropriately putting the cap back on following drawing up vaccine, the nurse checked to make sure the cap was securely back in place. The needle had bent and gone through the plastic cap sticking her index finger. Another needle was also bent at the tip after withdrawing from the vaccine vial. It was also noted that another needle was bent after giving an injection. No problem sustained by the pt.